Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy, the surgeon could only perform one side of the thyroidectomy because the stimulation on the right side (blue cable) did not work. At the same time, the stimulation on the left side worked normally without problems. Surgery was stopped after the first side. Patient had to be re-operated two days later on the second side. There was surgical time extension for 60 min. There was no patient injury.